Event description:
Customer reported that, "filter cracked at connection. Found at approx 2100, approx 13 degrees after fluids were hung (hung at 0748 (B)(6) 2011). Required handing new IV fluids (both morphine and versed), new IV lines. Required 2 prn doses of versed given at mn and 0400 and required increase in rate of versed at 0400 due to increase fio2 approx time realized crack was present and remained increased by approx .30 percent remainder of shift (.50-.60 range)". IV rates: 0.9cc/hr. Type of fluid: versed. Syringe size: 60ml.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received yet. A f/u report will be submitted should the device be received for investigation.